Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the staples would not deploy. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. The staple line was incomplete. To fix the staple line, opened a new reload. No adverse events reported. Patient status is with no harm.